Manufacturer narrative:
(B)(4). Exemption number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. All available information was investigated, and it is likely that the anatomical conditions and the difficulty with visualization contributed to the difficulties grasping resulting in tissue damage. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional xtr clip is filed under a separate medwatch report number.

Event description:
This is being filed to report tissue damage, prolonged hospitalization, delay in procedure, surgical and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4+. It was noted diabetes, atrial fibrillation, restricted leaflets, mastectomy and radiation to chest. On (B)(6) 2019, one xtr clip (90522u181) was successfully deployed, reducing mr to trace. On (B)(6) 2019, imaging showed a partial leaflet tear on the posterior leaflet, increasing mr to 4+. The clip remains stable on the leaflets. The patient remained hospitalized and underwent a second mitraclip procedure. It was noted visualization was difficult due to the shadowing of the previously implanted clip. An ntr clip delivery system (cds 90624u187) was advanced to the mitral valve; however, there was difficulty grasping the leaflet and the tearing worsened. The mr could not be reduced; therefore, the procedure was aborted. The tearing resulted in a clinically significant delay in the procedure. The patient was sent to open heart surgery for mitral valve replacement. The surgery was successful, and the patent is stable. No additional information was provided.